Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the low sorbing ext set tubing kinked in the packaging, causing an occlusion during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "line sometimes kinked in the packaging causing occlusion in the patient after switching on. The 'kink(s)' remains present and sometimes even causes holes."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-07. H6: investigation summary: one c20350 sample from lot 19087313 was received in open packaging for investigation; residual fluid was present in the line. A visual inspection of the returned sample identified a significant kink in the tubing approximately 40mm upstream from the y-site component; a closer inspection identified the tubing had a cloudy white appearance around the kink. Functional testing confirmed the customer's experience as the flow of fluid was restricted through the kink when flushing the line with a retained 50ml bd plastipak syringe from stock. The details of this feedback were forwarded to the manufacturing site for investigation. Kinked tubing typically occurs as a result of inadequate coiling of the set prior to packaging and sterilisation; this is a manual process and it is likely to have occurred due to human error. A review of the production records for lot 19087313 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to reduce the likelihood of kinking to occur during future production, the production personnel have been informed of this feedback to ensure that they are following the correct coiling and packaging procedure. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the c20350 product over the past 12 months. H3 other text : see h10.

Event description:
It was reported that the low sorbing ext set tubing kinked in the packaging, causing an occlusion during use. The following information was provided by the initial reporter, translated from dutch to english: "line sometimes kinked in the packaging causing occlusion in the patient after switching on. The 'kink(s)' remains present and sometimes even causes holes."